Event description:
The contour curved cutter stapler (ref#: cs40g, lot#: v9630a) missed fired during procedure (sigmoidectomy) resulting in an unintended cut to the bowel and bleeding. The doctor was able to control the bleeding using a different type of stapler. FDA safety report ID# (B)(4).